Manufacturer narrative:
Continuation of d10: product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and stated they received their replacement controller but this one has two aa batteries whereas their old one had a large battery. Patient said the date and the time is incorrect as well and they need help. Agent had patient insert the battery pack from their old controller. Patient connected the recharger and began charging the implant with excellent recharge quality. Patient noted the controller was 100% and the implant was empty, and the time was incorrect. Agent reviewed the implant will need to be charged before the date and time can be corrected. Patient stated they will call back if they need assistance with setting date/time after the implant is charged. Agent reviewed everything appeared to be working as intended.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had difficulty charging their implanted neurostimulator (ins) since a few days ago. Patient noted the recharger antenna cord would get hot to the touch when charging their ins. An email was sent to the repair department to replace the recharger. Pt called back stating they received the recharger but the pt said the issue seemed to be with the controller. When they go to charge the ins with the new rtm they got no device found, pt noted they last charge their ins like 3 days ago. During call pt reset the controller and attempted to recharge their ins, the pt got no device found and when they pressed recharge they got connect the recharger even though the recharger was plugged in. Pt noted they were in a lot of pain.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.